Manufacturer narrative:
Updated data: b2. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that on the day of the valve implant, an aortic dissection occurred along with a severe hemorrhage.

Event description:
Medtronic received information that during the implant procedure of a transcatheter bioprosthetic valve, the valve was loaded onto the delivery catheter system (dcs) for one hour before the dcs was inserted into the patient. Therefore, the valve and dcs were not used; a different valve and dcs were used for the attempted implant. The system was inserted into the patient, advanced to the annulus, and the valve was fully deployed. However, the valve dislodged following deployment. Subsequently, a thoracotomy was performed, the valve was explanted, and a surgical aortic valve was implanted. No additional adverse patient effects were reported. Additional information was received that confirmed that a pre-implant balloon aortic valvuloplasty was performed; however, the dcs had difficulty crossing the aortic valve, resulting in the one hour delay of the loaded valve. Upon deployment of the new valve at the bottom of the pigtail catheter at an implant depth of 0 mm on the non-coronary cusp and 2 mm on the left coronary cusp, it was noted that the physician was operating medtronic and non-medtronic guidewires and the dcs, and the valve frame paddle was difficult to remove from the dcs. Subsequently, the valve was deployed and dislodged towards the aorta. Additionally, the patient's aorta was thin due to arteriosclerosis which could have contributed to the dislodgement.

Manufacturer narrative:
Updated data: b5. Second paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of the aortic dissection was due to the valve frame during dislodgement or the delivery catheter systems (dcs). The hemorrhage was a result of the aortic dissection. Surgical repair was performed for the dissection during surgical aortic valve replacement.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6). Product type: {0195-heart valves} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant procedure of a transcatheter bioprosthetic valve, the valve was loaded onto the delivery catheter system (dcs) for one hour before the dcs was inserted into the patient. Therefore, the valve and dcs were not used; a different valve and dcs were used for the attempted implant. The system was inserted into the patient, advanced to the annulus, and the valve was fully deployed. However, the valve dislodged following deployment. Subsequently, a thoracotomy was performed, the valve was explanted, and a surgical aortic valve (manufacturer unknown) was implanted. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during the implant procedure of a transcatheter bioprosthetic valve, the valve was loaded onto the delivery catheter system (dcs) for one hour before the dcs was inserted into the patient. Therefore, the valve and dcs were not used; a different valve and dcs were used for the attempted implant. The system was inserted into the patient, advanced to the annulus, and the valve was fully deployed. However, the valve dislodged following deployment. Subsequently, a thoracotomy was performed, the valve was explanted, and a surgical aortic valve was implanted. No additional adverse patient effects were reported. Additional information was received that confirmed that a pre-implant balloon aortic valvuloplasty was performed; however, the dcs had difficulty crossing the aortic valve, resulting in the one hour delay of the loaded valve. Upon deployment of the new valve at the bottom of the pigtail catheter at an implant depth of 0 mm on the non-coronary cusp and 2 mm on the left coronary cusp, it was noted that the physician was operating medtronic and non-medtronic guidewires and the dcs, and the valve frame paddle was difficult to remove from the dcs. Subsequently, the valve was deployed and dislodged towards the aorta. Additionally, the patient's aorta was thin due to arteriosclerosis which could have contributed to the dislodgement. Additional information was received that per the physician, the difficulty releasing the paddles from the dcs contributed to the valve dislodgement.

Manufacturer narrative:
Section d references the main component of the system. Other relevant device(s) are: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} corrected data: d10. System reported device added h6. Device codes added h11. System reported device added additional codes added updated data: b5. Third paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.